Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that: "parents came out of room, frantic stating the patient was bleeding. When in room noted his blue cap had fallen off the end of the mediport line. Medium round spot of blood on the bed and blood on patient¿s lower pj¿s. Line was clamped. Told parents that needle needed to be changed and no emla could be used due to clotting risks. Parents upset stating he had already been poked 3 times today and really didn¿t want it done. It was explained that we recommend the needle change to help reduce risk of infection but we could clean site, place new cap and remove a waste prior to flushing¿parents chose to leave needle in¿.